Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose and flush drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that a motor error alarm was received twice during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 243 mg/dl at the time of incident. Troubleshooting was done for alarm and clearing the alarm was attempted but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.